Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening, total delamination of the valve, and crease flat. Leak test and microscopic analysis was performed which identified: total delamination of the valve, two striated openings on anterior, and non-penetrating nick striated on anterior. Based on the device analysis the final assessment is: total delamination of the valve assessed as adhesive failure. Two striated openings on anterior assessed as surgical damage. Non-penetrating nick striated on anterior assessed as surgical tool scratch like.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.